Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(6) to report that their onetouch ultraeasy meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that on either (B)(6) 2014, they obtained an alleged inaccurate high reading of ¿200 mg/dl¿ with the subject meter. The patient informed the csr that they manage their diabetes with insulin. In response to the elevated result, the patient claimed they administered 12 units of ¿actrapid¿ and 3-4 hours later they developed symptoms of ¿headache, shaky, and unable to articulate self¿. It is not known what medical treatment, if any, they received in response to the symptoms. At the time of troubleshooting, the patient confirmed the subject meter was set to the correct unit of measure setting and that the test strips were in good condition, were not expired or opened past their discard date. The csr noted that the patient did not have control solution available to test the subject meter and strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after obtaining an alleged inaccurate result with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.